Manufacturer narrative:
Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. X-ray examination found no anomalies. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-patient follow up with the right ventricular lead dislodgement observed on chest x-ray one day post-implant. The lead was explanted and replaced. The patient was in stable condition.